Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was a possible hv lead issue due to an output anomaly on the ICD. A decrease in pacing impedance was observed. The lead was destroyed upon extraction and will not be returned.